Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 285cc mentor memorygel breast implant and experienced autoimmune related symptoms including migraines, pain, numbness in fingers, swollen, night sweats, hair loss, brittle nails, food intolerances, feelings of body on fire, walking difficulty, fibromyalgia, skin color changes, shortness of breath, heart palpitations, anxiety, and depression post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.